Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via call that the customer had high blood glucose level of 450 mg/dl. Customer stated that the insulin pump had blank display. Customer stated the contacts on the battery cap were neither missing nor damaged. Display returned after pump restart. It was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was not performed for high blood glucose. The insulin pump will not be returned for analysis.